Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call high blood glucose levels and hospitalization. Customer¿s blood glucose level went as high as 600 mg/dl. Customer went to the hospital on (B)(6) 2017 at 6:30 am. Customer experienced diabetic ketoacidosis and went to the hospital. Customer had a bent cannula and discarded the two infusion sets they experienced issues with.